Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 307 mg/dl. Customer treated with manual injection. Troubleshooting occurred, and it was determined that there was an occlusion. Advised to discontinue use of the insulin pump. No additional information is provided.